Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's interface board was replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.